Event description:
During a brain aneurysm treatment in the carotid siphon, a guidewire became trapped by stent struts upon withdrawal. It was reported "finally it could be removed broken". There was no allegation of harm, and the patient is reported to be stable.

Manufacturer narrative:
The device in question has been returned to boston scientific for technical analysis, however, the investigation is on-going. The cause of the event is unknown.